Event description:
It was reported that, "pt dislocated 22mm femoral head from constrained liner. Surgeon suspected it may have dislocated in recovery from 2008 knee revision surgery. Pt was x-rayed on the following month, and found to be dislocated from constrained liner, but constrained liner was still fixed in cup. Surgeon removed head, then constrained liner and replaced both on hip revision performed the next day."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Should device become available, the evaluation summary will be submitted in a supplemental report.